Manufacturer narrative:
H3/h6: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number:4334265 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that there was a problem with under-infusion. There was unknown patient involvement. There have been no serious consequences for patients (partial administration of total parenteral nutrition (tpn) over 1-2 nights) but it was above all the confidence of partners and patients on the equipment that was undermined.